Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call his blood glucose was 514 mg/dl this morning. The patient also had readings of 486 mg/dl and 474 mg/dl. The customer had treated with insulin pen injections. During troubleshooting there were no apparent anomalies regarding site issues or air bubbles. The customer was able to prime without incident as well. The reservoir was not returned for analysis.